Event description:
The rn was gowning and gloving in preparation to hang a patient's immunotherapy and went to grab a chemotherapy glove from the dispensing box and pulled out a malformed glove. The glove appeared to have not been fully formed to begin with. Lot/batch number eg032405009004. Date of manufacture 2024-04. Use by date 2029-04. The defective glove and the box were sequestered for further evaluation.